Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh on (B)(6) 2006. Later the pt experienced infection, pain, urinary problems, bleeding, recurrence, discharge and odor.